Event description:
A customer reported to beckman coulter inc. (Bec) of obtaining an erroneously low total beta human chorionic gonadotropin (access tbhcg) result of 0.00 miu/ml from access 2 immunoassay system for one patient. The result was reported out of the laboratory, and was questioned by the physician as the result did not match the patient's clinical picture. Subsequent testing on a re-draw sample produced results greater than 1000 miu/ml, which better matched the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plasma tube without gel separator. Qc was recovering within the established range on (B)(4) 2011. Archive data file indicates that all replicates for this event were run using rack ID (B)(6). Rack (B)(4) is defined as appropriate for 13x75 mm tubes. The customer was unsure if the second replicate was run in a tube, or in a sample cup. Service verification per access service manual was performed with no significant findings. Although appropriate rack and sample configuration were discussed with the customer, a definitive root cause has not been determined for this event.